Event description:
Hip revision surgery performed on (B)(6) 2024, due to disassembly of the delta protruded liner øint 32mm #m (product code 5886.51.158, lot #2328010 - ster. 2300263). It was reported that the patient couldn't walk and had pain. The dislocation of the liner was then confirmed. During the revision surgery, only the liner was explanted and replaced by a new one of the same size. Primary surgery took place on (B)(6) 2024. Patient is a female, 86 years old. Normal activity level reported. Event happened in vietnam.

Manufacturer narrative:
Checking the manufacturing charts of the involved lots #2328010, no pre-existing anomalies were found on the 50 devices manufactured with the same lot #. This is the first and only complaint received on that lot #. We submit a final MDR as soon as the investigation is complete.

Event description:
Hip revision surgery performed on (B)(6) 2024, due to disassembly of the delta protruded liner øint 32mm #m (product code 5886.51.158, lot #2328010 - ster. (B)(4)) from the delta-pf acetabular cup ø50 mm (product code 5551.25.500, lot #2324184 - ster. (B)(4)). It was reported that the patient couldn't walk and had pain. The dislocation of the liner was then confirmed. During the revision surgery, only the liner was explanted and replaced by a new one of the same size. Primary surgery took place on (B)(6) 2024. Patient is a female, 86 years old. Normal activity level reported. Event happened in vietnam.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #2328010, no pre-existing anomalies were found on the (B)(4) devices manufactured with the same lot #. According to our records, at least (B)(4) liners with lot #2328010 and ster. (B)(4) have been implanted and this is the only complaint received on this lot #. Device analysis: the explanted liner was returned to limacorporate for investigation. The visual inspection confirmed that there are no signs of engagement on the surface of the polar peg. The peg has slightly been flattened on one side. Some damages are visible on the rim of the liner. A functional test was performed on the returned liner: it was impacted on a retrieved acetabular cup of the suitable size. The liner properly coupled with the cup. The test proved that the stability of the poly liner inside the cup is achieved if the assembly is performed according to the surgical technique. Based on the above evidence, it is hypothesized that the liner didn't engage in the acetabular cup during the primary surgery. According to the delta system surgical technique, before inserting the definitive articular liner, the interior of the cup should be cleaned carefully, and any soft tissue should be checked to not interfere with the definitive liner insertion. All delta liners are fixed by a conical coupling. Delta liners should be inserted into the acetabular cup by hands, pushing and slightly rotating them to achieve the correct locking. Checking for the correct liner lodging should be made before locking the liner definitively in site. Moreover, the position of the anti-luxation rim should be checked in case of protruded liners before locking it definitively in site (the protrusion plane of protruded liners might mistakenly be taken as the reference plane of the liner when seated inside the cup, instead of the equatorial plane). Then, the liner impactor of the suitable size (product code 9057.20.3x0) is screwed onto the impactor and the liner is thus tapped in an axial direction. The bearing load will lock the coupling. According to the applicable ifus, the dissociation due to incorrect coupling of devices is already listed among the possible adverse effects of the hip arthroplasty. We cannot go back with certainty to the root cause of the event, still we can classify this event as not product related. Pms data: according to limacorporate pms data, the revision rate of delta protruded liners - belonging to the family codes (B)(4) - due to disassembly from the cup is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.